Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No tests could be performed due to detached end cap. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked case at the reservoir tube window corner.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error. The customer states that the bottom of the insulin pump is loose. The blood glucose reading was 7 mmol/l. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.